Manufacturer narrative:
One open and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer's blood glucose level was 185 mg/dl. Customer's sensor glucose reading was 80/90 mg/dl. Customer stated that it went up to 130 mg/dl and her pump went into threshold suspend. Customer ignored the second threshold suspend alarm. Customer stated that this morning her sensor glucose reading was 150 mg/dl and her blood glucose level was 237 mg/dl. Customer also stated that she got a low predict and a cal error after she calibrated and another at lunch. Customer then received a change sensor alert. Customer would like the sensor replaced. Customer was not able to use the sensor for the full 6 days. Customer declined to troubleshoot for the sensor. No additional information provided.